Event description:
It was reported to boston scientific corporation that a hydratome pro rx 44 was attempted to be used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on (B)(6) 2025. During the procedure, access was made to bile duct. As they tried to cut sphincterotomy the wire broke, and power stopped delivery/cut mode. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.